Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,') in an adult female patient who had essure (batch no. A63344, a66679) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastroenteritis, constipation, diarrhea, vomiting, left lower quadrant pain, right lower quadrant pain, chest tenderness, urinary frequency, chills, anorexia, belching, dysuria, flatulence, gi bleed, hematuria, vaginal discharge, ache, consciousness abnormal, visual disturbance, headache, corpus luteum cyst, cramp in lower abdomen, abdominal cramps, burning sensation, smoker and facial pain. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue."), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). In (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches") and nausea ("nausea"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removal). At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, fatigue, headache, migraine, nausea, dysmenorrhoea, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2013 (discrepancy noted) plaintiff currently planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-aug-2020: pif received : plaintiff fact sheet received :case was upgraded from non-serious incident to serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('both ostea visualized without visible essure coils') and pelvic pain ('pain,') in an adult female patient who had essure (batch no. A63344, a66679) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastroenteritis, constipation, diarrhea, vomiting, left lower quadrant pain, right lower quadrant pain, chest tenderness, urinary frequency, chills, anorexia, belching, dysuria, flatulence, gi bleed, hematuria, vaginal discharge, ache, consciousness abnormal, visual disturbance, headache, corpus luteum cyst, cramp in lower abdomen, abdominal cramps, burning sensation, smoker, facial pain and pelvic adhesions. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue."), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). In (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches") and nausea ("nausea"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopy bilateral salpingectomy with essure coil removal, hysteroscopy, labiaplasty). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, fatigue, headache, migraine, nausea, dysmenorrhoea, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2013 (discrepancy noted) plaintiff currently planning for removal diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: both ostea visualized without visible essure coils. Lot number: a63344 manufacture date: 2012-10 expiration date: 2015-10. Lot number: a66679 manufacture date: 2012-11 expiration date: 2015-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('both ostea visualized without visible essure coils') and pelvic pain ('pain,') in an adult female patient who had essure (batch no. A63344, a66679) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastroenteritis, constipation, diarrhea, vomiting, left lower quadrant pain, right lower quadrant pain, chest tenderness, urinary frequency, chills, anorexia, belching, dysuria, flatulence, gi bleed, hematuria, vaginal discharge, ache, consciousness abnormal, visual disturbance, headache, corpus luteum cyst, cramp in lower abdomen, abdominal cramps, burning sensation, smoker, facial pain and pelvic adhesions. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue."), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). In (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches") and nausea ("nausea"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopy bilateral salpingectomy with essure coil removal, hysteroscopy, labiaplasty). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, fatigue, headache, migraine, nausea, dysmenorrhoea, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2013 (discrepancy noted) plaintiff currently planning for removal diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: both ostea visualized without visible essure coils. Most recent follow-up information incorporated above includes: on 3-jun-2021: mr received. Reporter information, patient medical history, product removal date, action taken with drug, event: both ostea visualized without visible essure coils added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.